Event description:
It was reported that the patient received multiple shocks from the implantable cardioverter defibrillator (ICD) and technical services (ts) was consulted to determine the reason. Upon review, ts noted that the patient received multiple anti-tachycardia pacing (atp) twelve shocks within two episodes due to possible supraventricular tachycardia (svt), exhausting therapy in both episodes. Ts discussed that in the first episode therapy was withheld for some time due to rhythmid correlation, but after detection the rhythm became uncorrelated and was treated with atps and shocks according to the programming in the device. The second episode started off uncorrelated and the device delivered all atp therapies which were ineffective and six 41 joule shocks. Ts discussed programming options. The ICD remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to update h4 date of manufacturer as was inadvertently incorrect on the last report.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received multiple shocks from the implantable cardioverter defibrillator (ICD) and technical services (ts) was consulted to determine the reason. Upon review, ts noted that the patient received multiple anti-tachycardia pacing (atp) twelve shocks within two episodes due to possible supraventricular tachycardia (svt), exhausting therapy in both episodes. Ts discussed that in the first episode therapy was withheld for some time due to rhythmid correlation, but after detection the rhythm became uncorrelated and was treated with atps and shocks according to the programming in the device. The second episode started off uncorrelated and the device delivered all atp therapies which were ineffective and six 41 joule shocks. Ts discussed programming options. The ICD remains in service and no additional adverse effects were reported.